Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that he has 4 programs, and was on program 4 at 3.1v but could not go any higher. He stated he gets some relief "but not as much as he would like, it was kind of gradually gotten worse". The patient stated that it started happening this year sometime" (2019). Patient stated that he had a fall last week ((B)(6) 2019), he "fell on their butt right where the implant is". Patient moves around from program to program, and none of the programs are helping. He stated that on one of the program up to 8.5 and could not go any higher. It was reviewed he is seeing the upper limit reach screen because he can't go any higher, as this is the way it was programmed. The patient reported that the fall could be related to this issue. The patient was experienced gradual loss of therapy. The patient was encouraged to follow up with healthcare provider. There were no further symptoms or complications reported or anticipate.